Event description:
It was reported that, pt came to dr. (B)(6) with pain and swelling so revising for altr.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 34mm, cat# nlv-340800g, lot# 32987801. Delta v-40 ceramic head 36/0, cat #6570-0-136, lot# 35973101. It cannot be determined which, if any of these device may have caused or contributed to the pt's pain. An evaluation of the devices cannot be performed as the device were retained by the doctor and were not returned to the manufacturer. Review of the device history records indicates all device were accepted into final stock met specifications. A review of product experience reporting database indicates that there have been no other reported events for the reported product lots. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.